Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door issue. A field service associate guided the customer to load the patient's specific medications into the software to resolve the issue. The system functioned as intended after the field service associate troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had door failure. The customer stated that door was not an option while overriding a medication and there was a delay in dispensing medications to patient. There were no adverse events or injuries reported based on this incident.